Event description:
A peritoneal dialysis (pd) patient experienced an event of cloudy effluent. The cause of the event was not reported. It was reported that the patient was awaiting an ambulance to take the patient to the hospital. It is not reported if the patient was admitted for the event. Treatment was not reported. Patient outcome and action taken with pd therapy were unknown. No additional information was provided.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h2 and h11 correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 01/28/2025; however, the correct date is 01/27/2025. H11: should additional relevant information become available, a supplemental report will be submitted.